Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device were difficult to open. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one lf4318 ligasure device was received, and examination of the sample confirmed the reported issue. Visual inspection found the knife is trapped and contained within the jaws, which would prevent the device from opening. The investigation identified the root cause of the issue to be misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue accumulation within the webbing during use can also contributed to the issue, and is caused by inadequate cleaning. The instructions for use included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Confirm that the jaws have reached the closed position and are locked before activating the cutter. It also recommends cleaning the jaws as needed with a piece of wet gauze to help minimize tissue build-up between the jaws. If information is provided in the future, a supplemental report will be issued.